Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge in full and had to be charged frequently. It was noted that the patient lost over thirty pounds since implant and felt like the ipg was moving a lot. It was confirmed through x-ray that the ipg had flipped in the pocket. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively and was able to fully charge.